Event description:
It was reported on remote transmission the patient received inappropriate therapy due to the discriminator determining a supra ventricular tachycardia was a ventricular tachycardia. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.